Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. No additional patient or event information was available. A root cause could not be determined. Reportedly, the readings became inaccurate after performing 1 to 2 calibrations.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. Reportedly, at the time of the reported event the cgm bg reading was (B)(6) mg/dl, and the meter bg reading was (B)(6) mg/dl. No additional patient or event information was available. A root cause could not be determined. Reportedly, the readings became inaccurate after performing 1 to 2 calibrations.